Event description:
The patient came to the dental office for treatment for: extractions of two teeth as well as treatment for another tooth that included: post placement, core buildup, and crown impression. During administration of one carpule of local anesthetic with 2% lidocaine with 1:100k epinephrine for a left inferior alveolar nerve block, the needle fractured within the buccal mucosa of the patient. The incident happened sometime around 2:15 pm to 2:30 pm. Initial retrieval of the needle was unsuccessful so patient was immediately referred to a local oral surgery office for retrieval of the fractured needle. The patient was escorted by an office assistant to the oral surgery office around 2:40 pm with a bite block in place. Once I was able, I physically went to follow up on the patient at the oral surgeon's office. Treatment at the oral surgeon's office to retrieve the needle piece continued until about 5:00 pm. Retrieval of the needle had not yet been completed. Treatment stopped because of risk of further migration of the needle. The patient was recommended to continue treatment under general sedation for patient safety. Patient was also beginning to feel uncomfortable and could not tolerate continuing treatment. Patient was advised that further communications would be made to help patient to schedule for retrieval of the needle in an operating room setting. At around 6:15 pm after I returned to the dental office, the dental assistant called the patient in order to follow up, ease, and advise the patient to expect a call for next steps. I called both offices of the oral surgeon and dental office to discuss next steps the next morning ((B)(6) 2024). I was advised that the patient was called again by both offices that morning to follow up with the patient, but that the patient could not be reached. The patient's emergency contact was called (sister). The patient's sister indicated that patient was admitted to a hospital, but the sister did not disclose which hospital the patient had gone to.